Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and it was found that the charged coupled device (ccd)was defective and causing the horizontal stripes in the image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The root cause of the defective ccd cannot conclusively be determined. However, the cause is very likely wear and tear of the ccd, in combination with pre-damage due to excessive force by the user. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video telescope endoeye had a severe interference noise appears in the image. The issue was found during an unknown ongoing operation. There were no reports of patient harm.